Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 140 units of insulin. Additionally, the customer was connected to infusion set during the fill tubing process. The customer¿s blood glucose level was 236 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.